Event description:
Inbound. Mother reported no disposable clamp tubing alarm on both pumps and wasted 1 prefilled remodulin cassette 1 day early. New cassette running on pump with no alarm, no further details provided.